Event description:
The pt underwent an uneventful pacemaker implant in 2002 for complete heart block associated with symptomatic bradycardia. During routine post procedure testing the following day, the device intermittently failed so the decision was made to explant and replace the pulse generator.